Event description:
It was reported that the patient developed severe tricuspid regurgitation after implant. The physician thought it was due to the right ventricular (rv) lead going through the valve orifice. The patient had antegrade complete heart block when paced from the right atrium. The physician attempted to replace the rv lead with a new lead in the left atrial area lead to avoid the tricuspid valve, but the lead would not stay and kept dislodging. The attempted lead was not implanted and it was replaced with a competitor lead in the left ventricle. It was also reported that the atrial lead was undersensing atrial fibrillation. The atrial lead was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found.